Event description:
Additional information was received from the physician that there were spikes in the impedance measurements for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). The fracture was not verified but was suspected.